Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2016 with the following findings: the battery cap had damaged threads. The display screen was dim and discolored. There was a crack in the corner of the pump casing near the display. The u groove on the back of the pump was broken.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that a part of the pump was missing. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.